Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from severe pain and infection. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of infection and the cup was loose. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the ar25j4000 and bs2c74000 lot codes did not reveal any related manufacturing deviations or anomalies. A previous review of the device history records for the b1pb91000 and 2419371 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: age, UDI, 510k.

Event description:
Ppf alleges loosening of cup, and infection.